Event description:
Same case as MFR report #: 2134265-2010-00991. It was reported that during a rotational atherectomy procedure, withdrawal difficulties were encountered. The greater than 70% stenosed lesion was located in the moderately calcified and moderately tortuous circumflex artery. This was a previously stented segment, with the lesion of treatment being 5-10mm in length. Initially, the physician attempted to utilize a 1.75mm rotalink plus burr however it would not cross the lesion. The physician then exchanged for the 1.5mm rotalink plus. The physician advanced the 1.5mm rotalink plus burr to a distal lesion, and began to ablate the lesion at 160,000 rpms. However, the 1.5mm rotalink plus burr became stuck and the rotablator console system stalled. The physician attempted to advance a wire beyond the 1.5mm rotalink plus burr however this was unsuccessful. The physician attempted to advance a balloon beyond the burr however this was unsuccessful. The physician then gave the patient infusions of unspecified dilators however this did not release the burr. The physician also attempted to dynaglide the burr out and was unsuccessful. Another physician was able to dislodge the 1.5mm rotalink plus burr following sustained dynaglide attempts. No further intervention was completed. The patient experienced no symptoms during the retrieval attempts. No patient complications were reported, and patient status was reported as `fine'.

Manufacturer narrative:
Device evaluated by manufacturer: the console was tested using a rotalink 1.75mm burr. The rotational speed in dynaglide mode and in turbine mode was tested, and they met typical operational speeds. The console did not exhibit any major loss of rotational speed or a tendency to stall while applying the burr to the test target. The console functions properly. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR report #: 2134265-2010-00991. It was reported that during a rotational atherectomy procedure, withdrawal difficulties were encountered. The greater than 70% stenosed lesion was located in the moderately calcified and moderately tortuous circumflex artery. This was a previously stented segment, with the lesion of treatment being 5-10mm in length. Initially, the physician attempted to utilize a 1.75mm rotalink plus burr however it would not cross the lesion. The physician then exchanged for the 1.5mm rotalink plus. The physician advanced the 1.5mm rotalink plus burr to a distal lesion, and began to ablate the lesion at 160,000 rpms. However, the 1.5mm rotalink plus burr became stuck and the rotablator console system stalled. The physician attempted to advance a wire beyond the 1.5mm rotalink plus burr; however, this was unsuccessful. The physician attempted to advance a balloon beyond the burr however this was unsuccessful. The physician then gave the patient infusions of unspecified dilators; however, this did not release the burr. The physician also attempted to dynaglide the burr out and was unsuccessful. Another physician was able to dislodge the 1.5mm rotalink plus burr following sustained dynaglide attempts. No further intervention was completed. The patient experienced no symptoms during the retrieval attempts. No patient complications were reported, and patient's status was reported as ¿fine¿.

Manufacturer narrative:
Device evaluation by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B) (4)